Manufacturer narrative:
The file was assessed to determine whether a clinical investigation is warranted. In a customer experience survey, this patient reported having had an unspecified abdominal infection while previously on peritoneal dialysis modality. During follow-up, the patient¿s nurse confirmed the patient has been on hemodialysis modality since 2014 and has not had any adverse effects from use of any fresenius products in this time. No additional information about the unspecified infection is available despite follow-up with the patient¿s nurse and multiple attempts to reach the patient. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Additionally, it is unknown if the patient was utilizing fresenius products when the infection occurred. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported that they experienced a stomach infection while on peritoneal dialysis (pd) therapy. During follow-up, the patient¿s nurse confirmed the patient has been on hemodialysis modality since 2014 and has not had any adverse effects from use of any fresenius products in this time. The nurse stated it is unknown if patient was utilizing fresenius products when the infection occurred. Additional information was requested, however to date has not been provided.

Event description:
During a customer experience survey a patient reported that they experienced a stomach infection while on peritoneal dialysis (pd) therapy. During follow-up, the patient¿s nurse confirmed the patient has been on hemodialysis modality since 2014 and has not had any adverse effects from use of any fresenius products in this time. The nurse stated it is unknown if patient was utilizing fresenius products when the infection occurred. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.